Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed t-wave oversensing (twos) after a premature ventricular contraction (pvc) within the atrial refractory period post therapy and per the current electrogram (egm). It was noted that the sensing does not appear to influence device behavior and the device is functioning as programmed. The lead remains in use. No patient complications have been reported as a result of this event.